Manufacturer narrative:
(B)(4). The customer reported the unit fails to boot up on battery power. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The battery was replaced which resolved the reported issue.

Event description:
The customer reported the unit fails to boot up on battery power. There was no report of patient involvement.